Event description:
It was reported that the customer had an air bubbles in the reservoir of the insulin pump. The customer's blood glucose level was 168 mg/dl. The troubleshooting was performed. The customer was advised to keep the insulin pump away from body at night because it increase heat can cause reservoir to gas out and she understood. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).